Event description:
It was reported by the customer that during use of the bd ultra-fine¿ nano pen needle with pentapoint¿ comfort/easyflow¿ technology, the needle was stuck inside the syringe. The following information was provided by the initial reporter: "needle stuck in syringe. Additional information: the customer informed that he is having difficulty attaching the external protector (transparent) to the needle so that he can remove it from the pen and dispose of it normally. He reports that when he goes to fit the protector, it ends up not wearing out and he has to remove it manually."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that during use of the bd ultra-fine¿ nano pen needle with pentapoint¿ comfort/easyflow¿ technology, the needle was stuck inside the syringe. The following information was provided by the initial reporter: "needle stuck in syringe. Additional information: the customer informed that he is having difficulty attaching the external protector (transparent) to the needle so that he can remove it from the pen and dispose of it normally. He reports that when he goes to fit the protector, it ends up not wearing out and he has to remove it manually."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 25-aug-2022. H6: investigation summary: customer returned photos and (10) sealed 4mm, 32g pen needles in the shelf carton from lot # 1195490. Customer states that he is having difficulty attaching the external protector (transparent) to the needle so that he can remove it from the pen and dispose of it normally and he reports that when he goes to fit the protector, it ends up not wearing out and he has to remove it manually. The photos were examined and no defects were observed. All returned pen needles were tested and all were able to securely attach and easily detach from a pen without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
H. 6. Investigation summary; no physical samples were received; the investigation was performed based on the photo provided. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The complaint could not be confirmed hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. H3 other text : see h10.

Event description:
It was reported by the customer that during use of the bd ultra-fine¿ nano pen needle with pentapoint¿ comfort/easyflow¿ technology, the needle was stuck inside the syringe. The following information was provided by the initial reporter: "needle stuck in syringe. Additional information: the customer informed that he is having difficulty attaching the external protector (transparent) to the needle so that he can remove it from the pen and dispose of it normally. He reports that when he goes to fit the protector, it ends up not wearing out and he has to remove it manually."